Event description:
The heated humidifier unit attached to a ventilator was noted to be on fire. The ventilated patient in an incubator was quickly disconnected from the ventilator circuit which connected to the endotracheal tube, and was moved away from harm. The patient was bagged with oxygen until another incubator was made available.nurses in attendance noted anywhere from a 3 inch flame to 2 feet in height. No injury was noted to the patient as indicated by arterial blood gases, chest x-ray, carboxyhemoglobin, endotracheal tube change, and a bronchoscopy. Follow-up biomedical review indicates electric plugs and cord appeared to be okay, and it appeared that the heated humidifier burned from the inside. Physical examination of the device reveals melted plastic tubing inches away from the humidifier (tubing completely separated), and charred area on the ventilator. Recessed electrical line in tubing appears to have raised the plastic tubing around it. The temperature setting was 37 degrees on the humidifier at time of the event.